Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Creases were observed when the device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, delamination and broken. Leak test was performed and found broken diaphragm valve. A microscopic analysis was performed which identify broken valve seat diaphragm valve, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A broken sharp valve seat diaphragm valve due to an unidentified (tear) opening.